Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that when they noted "shakiness" and stated when they decreased the stimulation that resolved. They said their current settings were helping their symptoms during the day. When saying that it had never been very effective they were describing issues with the symptom control and could feel slight stim on left side, but didn't help, thought it would eventually and they didn't realize there were 7 programs. They believe the cause of these issues was due to them not being proactive enough. They talked to someone in september and finally understood and was helped in understanding about programs. They had been on program 4 at 0.4 and the device was working. They think the issue was resolved because they had less urgency during the day. The cause of them not feeling like the right place, was actually them just not finding the right program.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient stated they have never been able to find what works for them and their severe oab. Reviewed therapy adjustment options and the difference between stimulation and programs. Patient changed programs during the call and increased stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. The reason for call was to request assistance with adjusting stim. Patient stated they want to change settings because they're feeling too much stimulation and causing them to feel "jittery." Patient said on sunday, (B)(6) 2024 they increased stim which caused the "jittery" feeling. Patient reported they took a walk and it felt like their "knees would collapse." Agent walked patient through changing the program and patient was able to successfully change to a new program. Patient hopeful this new setting works as they said the ins has, "never been very effective," and that they've "never found a program that works." Patient stated it's always felt like it's at the "wrong area." Agent reviewed goal of feeling stim strong but comfortable at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. Patient will continue to monitor symptoms